Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon inserted a 13.2mm vicmo13.2 implantable collamer lens, -18.00 diopter, in the patient's right eye (od), and the lens tore/broke during injection into the eye. The lens was removed during the same surgery with no apparent injury. Another same model/diopter lens was implanted on (B)(6) 2018 and the problem was resolved.

Manufacturer narrative:
Device evaluation: the lens was returned dry, in a micro-centrifuge vial. Visual inspection found one haptic torn. The lens was also returned in two pieces and stuck together. There was residue on the lens surface. Claim # (B)(4).